Manufacturer narrative:
(B)(4). This complaint for a overprime (leak from the patient line) which occurred during prime was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer stated that the cell-dyn sapphire aspiration probe failed to return to the home position with an error code generated by the analyzer that occurred frequently. No impact to patient results, patient management or user safety was reported.

Event description:
A customer contacted baxter's technical service center regarding a general overpriming question on the homechoice (hc) during priming. Caregiver (cg) had questions regarding the solution coming from the vented patient line cap. The technical service representative (tsr) advised cg this was okay to use and that priming more than once may cause a little solution to come from the vent hole in the cap. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.